Event description:
It was reported that the patient's implantable cardioverter defibrillator went into backup mode. High voltage therapy could have been disabled as a result. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.